Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed multiple low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Insulin pump was received with minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. The customer was assisted with low battery troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The insulin pump's history was reviewed and a power error detected alarm was found. The customer stated that the battery was not previously used and no excessive button pressing, no unattended alarms. The customer stated that the battery was changed four time within the last month and the battery did not last more than three days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.